Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one of the two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03576 and 1225714-2013-03577. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs# 1225714-2013-03576, 03577.